Event description:
While doing a femoral approach, to a 80 to 85% occluded left renal artery, the wire buckled which moved the guide out of position this is while advancing the stent, so the stent slipped on balloon and while trying to remove the entire system the stent dislodged. The physician tired to make multiple attempts with a 20mm, 25 mm, and 35mm and finally a 10mm gooseneck snare, in the process the stent embolized further into a small branch of the internal iliac artery. It was determined by the physician that the stent was no danger to the pt in this position since the stent was lodged into the small branch of the internal iliac artery. The physician then rewired the renal artery, proceeded with a new 7fr. Lima guide, and used a same size paramount mini, stent was deployed successfully, and physician was extremely pleased with the final result of the renal artery. Pt left the room in stable condition with no apparent ill effects.